Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air detected all the time" was not reproduced. Air-in-line test was not performed due to constant reload set issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The customer's event history log (ehl) was reviewed and revealed that the last "air-in-line!" Message that the customer experienced was multiple days before the last day of use, and the pump did not alarm "air-in-line!" Again.the reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump 'air detected all the time' in the biomedical service department. There was no patient involvement. No additional information is available.